Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 650mg/dl. The customer stated that she had not been testing and had not treated manually at all. Also, the customer stated the she felt the insulin pump was grinding and rewinding more slowly. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device had a loud motor noise during rewind. Problem isolated to the motor.

Manufacturer narrative:
The insulin pump passed all functional testing. Including the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. However, insulin pump received with loud motor noise during rewind, problem isolated to the motor.